Event description:
The patient reported their blood glucose (bg) level reached 42 mmol/l (756 mg/dl), while wearing the pod between 5 and 24 hours. They reported the cannula had not inserted into their skin at the pod site (arm), which caused the pod to leak insulin. The patient was able to resume treatment with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.